Event description:
The nurse alleged that the patient position module was not alarming. No injury reported.

Manufacturer narrative:
The account stated that they tested the patient position module alarm and found it to be functioning as designed. The account could not duplicate the alleged issue, this may have been due to user error.